Event description:
An MRI tech reported that the patient experienced a sharp pain on both sides of her head after being exposed to a head MRI for 2-3 minutes on (B)(6) 2012. At the time of the call on (B)(6) 2012 the patient was still complaining of headaches. The primary magnet strength was 1.5t. The caller indicated they were using transmit and receive head coil and following the 0.1 w/kg and gradient recommendation. It was noted that the patient had a vagus nerve stimulator implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)